Event description:
Manufacturer ref (B)(4).

Manufacturer narrative:
No ventilator logs have been returned for investigation, and no parts have been replaced. According to the received information the patient was receiving multiple nebulizer treatments. They replaced the filter with no change and then swapped out the expiratory cassette and recalibrated the circuit. It was discovered that the expiratory cassette contained water. According to the device service manual, the following always needs to be considered: during nebulization, carefully monitor the airway pressure. Increased airway pressure could result from a clogged filter. Replace the filter if the expiratory resistance increases or after maximum usage time according to filter specification, whichever comes first. If a single heated breathing circuit is used in the system, a water trap must be used on the expiratory tube to avoid condensation in the system. During operation the water traps must be checked regularly and if necessary emptied. Additional information was received stating that the issue appeared to be related to room temperature in the ICU unit (very cold room). More regular changing of the filters has resolved the issue. Considering the matter that resolved the reported issue, the issue is considered to be a usability issue, and not a device malfunction. H3 other text : 4114.

Event description:
It was reported that during patient treatment, the respiratory therapist noticed that the peep (positive end expiratory pressure) values shown on the ventilator screen was reading much higher than the set peep for the patient and fluctuating a lot. There was no patient harm. Manufacturer ref.#: (B)(4).